Manufacturer narrative:
(B)(6). [D4, g4: pt301ew is not sold in the USA but it is similar to a product which is sold in the USA (pt301us). The 510(k) for the similar product is k221338]. Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the airvo 3 is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. This includes patients who have had upper airways bypassed. The flow may be from 2 - 70 l/min depending on the patient interface. The airvo 3 is for patients in hospitals and subacute facilities. The airvo 3 is not intended for life support. The airvo 3 can deliver these high flow gases through nasal cannula to augment the breathing of spontaneously breathing neonate, infant, child, adolescent and adult patients suffering from respiratory distress and/or hypoxemia in the hospital setting. The airvo 3 is not intended to provide total ventilatory requirements of the patient and is not for use during field transport.

Event description:
A distributor reported on behalf of a healthcare facility in italy via a fisher & paykel healthcare (f&p) field representative that a pt301 airvo 3 did not have an audible alarm. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Corrected data: b4, b5, e1, g3, g6, h2, h6. [D4, g4: pt301ew is not sold in the USA but it is similar to a product which is sold in the USA (pt301us). The 510(k) for the similar product is k221338]. Product background: the airvo 3 is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. This includes patients who have had upper airways bypassed. The flow may be from 2 - 70 l/min depending on the patient interface. The airvo 3 is for patients in hospitals and subacute facilities. The airvo 3 is not intended for life support. The airvo 3 can deliver these high flow gases through nasal cannula to augment the breathing of spontaneously breathing neonate, infant, child, adolescent and adult patients suffering from respiratory distress and/or hypoxemia in the hospital setting. The airvo 3 is not intended to provide total ventilatory requirements of the patient and is not for use during field transport. Method: the subject airvo 3 was not returned to fisher & paykel healthcare (f&p) for evaluation. Without the return of the subject device, f&p's investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and f&p's knowledge of the product. Results: the healthcare facility has stated that the airvo 3 generated a visual alarm. The nature of the visual alarm suggests there may be a potential issue with the subject device's audible alarm. There was no reported patient consequence. Conclusion: without the return of the subject device, f&p's investigation was unable to determine the exact cause of the reported event. The airvo 3 will generate a visual alarm in the presence of an inaudible alarm. The alarm in the reported event prevents the operation of the subject device and alerts the user to take appropriate and timely action. During use, all therapy settings are maintained, and it does not affect the therapy delivered by the airvo 3 device. There was no reported patient consequence. The user instructions which accompany the airvo 3 provide guidance on troubleshooting alarms generated by the device. The user instructions state the following: device fault (fault x.x.x): "a technical fault has occurred, and the patient may need prompt attention. Restart the device to clear the fault condition. If the issue persists, contact your service representative." The user instructions also state: "make sure the auditory alarm signal is audible to the operator who will respond to alarms by following the instructions in section 7.5 to test the alarm before starting therapy." "Do not use the airvo 3 if it fails [the 7.5 checking the alarm system] test. Contact your fisher & paykel healthcare representative." "The airvo 3 is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. This includes patients who have had upper airway bypassed." "The airvo 3 is not intended to provide total ventilatory requirements of the patient and is not for use during field transport." "The airvo 3 is not intended for life support. Do not use airvo 3 on patients who cannot tolerate a brief interruption of therapy." "Appropriate patient monitoring is required for all patients using the airvo 3."

Event description:
A distributor reported on behalf of a healthcare facility in italy via a fisher & paykel healthcare (f&p) field representative that a pt301 airvo 3 humidifier (airvo 3) generated a visual alarm. The nature of the visual alarm suggests there may be a potential issue with the subject device's audible alarm. There was no reported patient consequence.